Event description:
It was reported that unspecified cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy and the customer declined troubleshooting with tandem technical support.